Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the blood glucose monitor has provided incorrect bolus advice, and the customer experienced hyperglycemia of 25.6 mmol/l as a result. He treated hyperglycemia by delivering insulin via the infusion device, and no adverse event was reported. The alleged product was requested for evaluation.